Event description:
A report was received that the patient will undergo an explant procedure due to stimulation that was causing irritation and was aggravating her pain.

Event description:
A report was received that the patient will undergo an explant procedure due to stimulation that was causing irritation and was aggravating her pain.

Event description:
A report was received that the patient will undergo an explant procedure due to stimulation that was causing irritation and was aggravating her pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Correction to initial MDR. The initial submission was erroneously submitted as a 5 day report. Boston scientific neuromodulation was not required to initiate action to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.